Event description:
The customer reported the system locked up and displayed an a/d channel error when a reboot was attempted. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.